Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro cutting blade was not cutting branches adequately. Blade was described as dull. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro cutting blade was not cutting branches adequately. Blade was described as dull. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # tw (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical use with no evidence of blood were observed. The cannula handle, toggles, tubes, c-ring, bisector blade and the electrodes appeared intact. No visual defects were observed. To test the ability of the bisector blade to cut, a cautery test was performed on an artificial vessel for five times. The device could transect the vessel with a clean cut without any failure. Based on the results of the evaluation, the reported failure to cut was not confirmed.